Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the programmer's cursor was jumping without any user input. It was noted that the cord bay latch right was broken. The lower bullet left was missed. The upper bullet l+r were missed. It was further noted that the upper display hinges l+r were broken. The pin was broken from ECG connector on lem board. The stylus was missed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's cursor was jumping without any user input. There was no patient involvement.